Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore under the right side electrode that was described as raw irritated skin. The patient called the doctor's office and was advised by the nurse to use over the counter neosporin. The patient reported that the rash is improving with the use of the (B)(6).